Manufacturer narrative:
It is not possible to perform a document review since stem lot number is not available, furthermore no explants received.

Event description:
Revision due to loosening of the stem performed on (B)(6) 2020 (almost 4 years and 4 months after primary). Stem and ceramic head revised successfully.